Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Lab analysis noted observation of needle induced seal damage to access port. Analysis of the device also found an opening in the port tubing between the stainless steel connector and the injection site. Analysis of the device noted an adhesive failure, between the access port housing and the taper connector. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section." Device labeling addresses the following precaution to prevent damage to the port: "when adjusting band volume, once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum." "Caution: once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."

Event description:
No information regarding event. Explanted device to be returned. Follow-up findings: "port replacement." Reason not provided. Follow-up findings: "patient was having fluid checks because small leaks never show up on x-ray, confirmed leaks."